Manufacturer narrative:
.

Event description:
The customer reported to philips that the device fai's not passing the operational check for external paddles. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.